Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. A software investigation was completed but was unable to determine probable cause without further information since the behavior cannot be replicated.no further relevant issues reported.

Event description:
A medtronic representative reported that while in a 3 level oblique lumbar interbody fusion (olif) the surgeon alleged the navigation system was inaccurate. It was reported that the surgeon felt accurate initially after the first imaging spin, but during the disectomy on the first level, the instrument showed inaccurate inferior to where the surgeon thought it should be by about 3-4mm. The surgeon opted to bring in a c-arm to complete the interbody placement for that level. For the next two levels the surgeon did another spin, felt accurate and completed the procedure with the use of the navigation system. The medtronic representative noted that the patient was lateral and had a compression pillow under the patients body. There was a less than hour delay due to this issue. There was no impact on patient outcome.